Event description:
The patient reportedly experienced intermittencies while wearing the external equipment. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.